Manufacturer narrative:
The reported low speed events and hazard alarms were confirmed through the review of the system controller log files. Based on past experience with the left ventricular assist system (lvas) and similar reported events, the alarms and pump stoppages that occurred while the patient was supported by the power module could be indicative of driveline damage. However, a direct correlation between the device and these findings could not conclusively be established through this evaluation. The first submitted log file contains data from (B)(6) 2017 at 08:50:41 through (B)(6) 2017 at 14:24:52. On (B)(6) at 00:34:22, the pump speed was captured below the low speed limit. The pump struggled to maintain the set speed on several occasions on (B)(6) 2017 and multiple pump stops were captured. These low speed events were associated with low speed advisory, low speed hazard, and low flow hazard alarms. All of these events occurred while the patient was supported by the power module. Several of these events were associated with elevations in power, which reached a maximum of 17.1 w during a low speed event on (B)(6) at 17:50:17. It should be noted that the pump speed remained above the low speed limit from (B)(6) at 20:05:07 through the end of the file, when the patient was supported by batteries. Additionally, the pump speed remained above the low speed limit for the duration of the second submitted log file, which contains data from (B)(6) 2017 at 21:09:32 through (B)(6) 2017 at 14:07:45. As an additional observation, frequent pi events were also confirmed through the review of the submitted log files. A direct cause for these events could not conclusively be established through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that pump stoppages occurred while the vad system was connected to the power module. This type of behavior has been linked to potential issues with the percutaneous lead. In order to prevent further interruption in support it may be beneficial to keep the vad connected to battery power/ungrounded cable until further investigation is completed. The patient was asymptomatic. Additional information received reported that the patient was provided an ungrounded patient cable and continue to follow up in clinic. Regular log files have been requested to assess the integrity of their distal end percutaneous lead (driveline). No additional information was provided.